Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported knot in the lock line. The reported unexpected medical intervention was a result of case specific circumstance as the lock line was cut to deploy the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, the two ends the lock line (ll) were knotted together. To deploy the clip, the ll had to be cut. The clip was successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.